Event description:
The user's hearing performance with the device is affected. The user hit the back of his head on a trampoline. The user was re-implanted.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported trauma appears possible. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user hit the back of his head on a trampoline.